Event description:
It was reported the pt experienced loss of stimulation. Reportedly the physician did a revision to reconnect the leads to the ipg header. Follow up determined the pt was reprogrammed with optimal coverage.

Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r and 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.